Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New info added: h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the gas leaked was due to faulty electro-pneumatic proportional valve. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit had gas leakage sound coming from inside the unit. The issue occurred during maintenance. There were no reports of patient harm.